Manufacturer narrative:
This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on august 16, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.